Event description:
A lawsuit alleged that as a result of the lead, the patient 'suffered injury and damages.' The lead remained in use. No specific detail regarding alleged injuries was received. Additional information was received about thirteen months later reporting fracture. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.